Event description:
A graduate nurse sustained a needlestick while inserting the IV catheter device into a combative pt. The nurse stated that he thought he had heard the device lock, but was in a hurry. When he later picked up the device with his right hand, he sustained a needlestick to his left thumb. Treatment included primary first aide and blood draws for titers. The device was discarded by the nurse. The facility contact believes that the fact that the device was not locked was possibly related to user error.